Event description:
It was reported that the patient's ipg was explanted and replaced for an unknown reason.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Manufacturer narrative:
It was reported the ipg met or exceeded 75% expected longevity. There is no device malfunction.

Event description:
Additional information received indicates that ipg was operable and providing therapy.